Event description:
It was reported to nova biomedical that a consumer experienced a hypoglycemic event involving medical intervention. During the call to customer support, it was revealed that the consumer does control solution test for integrity before use their initial test strips as instructed in our directions for use. It was also revealed after control solution testing, the consumer then transfers test strips from one vial to another, which may contribute to the loss of integrity of the test strips. The consumer was educated on these directions for use at the time of call. The consumer is an insulin pump user and calculates insulin boluses according to his results. The meter and test strips will be returned for evaluation.

Manufacturer narrative:
Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.